Event description:
It was reported that the pt experienced "shooting pain from lower back down right leg as a result of the twisted catheter." The reporter indicated that the catheter "is twisted in his back creating a 2nd knot"; this began the morning of the report. The pt was considering going to the emergency room as he did not have an hcp due to insurance issues.